Manufacturer narrative:
Additional information was received via the japanese tavi registry. Multiple acute infarctions were observed in the left frontal lobe cortex and left cerebellum by magnetic resonance imaging (MRI). Conservative therapy was selected as the event was asymptomatic. No aggravation was observed and the patient recovered by pod 13.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the cause of the reported stroke post tavr procedure appears to be related to procedural factors, as the event occurred on the day after the tavr procedure. This supports a conclusion that the event was likely caused by the mechanism explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the japanese post-marketing surveillance reporting system, a mild cerebral infarction and peripheral vascular thrombosis including the left external iliac artery (eia) obstruction occurred after a transfemoral sapien xt tavr procedure. For the left eia obstruction, endovascular therapy was performed. A 26 mm sapien xt valve was implanted via a cutdown obtained on the left femoral artery (fa). On the following day of procedure, mild cerebral infarction occurred and a wait-and-see approach was taken. On postoperative day (pod) 3, left intermittent claudication appeared. Since the tavr was performed via the left fa, the physician suspected a vascular dissection due to sheath insertion or vascular narrowing due to access site closure. An examination revealed that the left eia was obstructed with thrombi. The eia obstruction was resolved by catheterization. Another peripheral vascular thrombosis was observed; however, no active treatment was given. On pod 10, left intermittent claudication subsided. The physician judged that the cerebral infarction and peripheral vascular thrombosis as non-serious events and the left eia as serious event. The causality of all events with the device was reported as unknown.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2016-03139.